Manufacturer narrative:
Continuation of medical devices: ddbb1d1 ICD implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead experienced a rise in rv pacing threshold, diminished sensing, and de creased rv pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.